Event description:
It was reported that during the implant procedure, the helix of the lead was not "working well." It was also reported that the lead impedance was high and the threshold was "bad." A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analyst noted that the distal conductor of the lead was extrinsically over-rotated, the distal conductor was extrinsically distorted due to kinking/buckling and the distal low voltage (lv) electrode of the lead was covered in blood. The analyst also commented that the helix was not working well due to distal conductor distortion and over-rotation within the connector; electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. Information is provided in the future, a supplemental report will be issued.